Manufacturer narrative:
Batch review performed on 30 september 2021: lot 1908932: (B)(4) items manufactured and released on 18-nov-2019. Expiration date: 2024-oct-28. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 4 days after primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully. Previously the patient was revised from competitor to medacta implants (thus, for the patient this is the 2nd revision surgery but the 1st considering medacta implants).